Event description:
It was reported that intermittent capture was noted on the atrial lead. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal conductor fractured, , blood was noted in several conductors (not obstructed) and the lead was flexed within 5 cm of the anchoring sleeve. The distal segment was returned and analyzed.